Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the physician opted to program distal coil to can. Since that time shock impedance measurements have been stable at around 85 ohms. The patient was scheduled for further testing in the future. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no objective evidence that the observed out-of-range impedance measurements were due to a performance issue with the lead or an inadequate lead-to-device connection.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range shock impedance measurements approximately three weeks earlier. The patient was brought into the office and the shock impedance measurements are greater than 200 ohms for ra to can and for rv coil to ra coil configurations. It was noted that the distal coil to can impedance was within the 80 ohm range consistently. Boston scientific technical services (ts) was consulted and discussed the option of programming distal coil to can or consider a revision procedure. Ts suggested discussing the options with the other manufacturers ts. The field representative would discuss the options with the physician. To date the ICD and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the physician opted to program distal coil to can. Since that time shock impedance measurements have been stable at around 85 ohms. The patient was scheduled for further testing in the future. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range shock impedance measurements approximately three weeks earlier. The patient was brought into the office and the shock impedance measurements are greater than 200 ohms for ra to can and for rv coil to ra coil configurations. It was noted that the distal coil to can impedance was within the 80 ohm range consistently. Boston scientific technical services (ts) was consulted and discussed the option of programming distal coil to can or consider a revision procedure. Ts suggested discussing the options with the other manufacturer's ts. The field representative would discuss the options with the physician. To date the ICD and rv lead remain in service and no adverse patient effects were reported.